Event description:
It was reported that during a tonsillectomy + adenoidectomy the procise metal electrode was found cracked. There was an available backup device. A delay of 30 minutes was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The procise xp coblator ii wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2015391 found no non-conformance's or anomalies during manufacturing process related to the reported event. Per communications, the cracked electrodes did not break inside the patient and nothing was retained. There was a delay of thirty minutes with no complications reported. Since no further harm is being alleged to this patient, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint will be e-assessed. Visual inspection under magnification of the wand shows extensive electrode erosion with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device was connected to a compatible coblator ii controller and performed on the remaining parts of the electrodes. The suction line was tested and performed as intended; the saline line was tested and performed as specified on all three openings. The complaint was verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) low suction rate (2) the saline flow was too low; (3) large, ablated tissue remnants (4) using excessive force (5) saline management. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.